Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)") and pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery ((B)(6) 2016 ¿ hysterectomy), and surgery (she underwent hysterectomy to remove the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:the events menorrhagia,fallopian tube perforation and uterine perforation added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("perforation (uterus)") and pelvic pain ("pelvic pain (stabbing)") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin since (B)(6) , bupropion (wellbutrin) since (B)(6) , estrogen nos (estrogen) since (B)(6) , fluoxetine hydrochloride (prozac) since (B)(6) , hydroxyzine since (B)(6) , lisinopril since (B)(6) and topiramate (topamax) since (B)(6) . In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) , the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain (stabbing)"), dysmenorrhoea ("painful menstrual cycles") and coital bleeding ("abnormal bleeding especially when having sex"). The patient was treated with surgery ((B)(6) 2016 ¿ hysterectomy), surgery ((B)(6) 2016 ¿ hysterectomy) and surgery (she underwent hysterectomy to remove the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain and dysmenorrhoea outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia and coital bleeding was resolving. The reporter considered abdominal pain, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on an unspecified date, x-ray,- did not scar up properly according to x-rays; right side. Most recent follow-up information incorporated above includes: on 21-sep-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Concomitant medications added. New event abnormal bleeding especially when having sex was added. Event outcome pain, abnormal bleeding and dyspareunia updated to recovering. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), uterine perforation ('perforation (uterus)') and pelvic pain ('pelvic pain (stabbing)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin since 2005, bupropion hydrochloride (wellbutrin) since 2005, estradiol (estrogen) since 2005, fluoxetine hydrochloride (prozac) since 2005, hydroxyzine since 2005, lisinopril since 2005 and topiramate (topamax) since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse/ dyspereunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain (stabbing)"), dysmenorrhoea ("painful menstrual cycles") and coital bleeding ("abnormal bleeding especially when having sex"). The patient was treated with surgery ((B)(6) 2016 ¿ hysterectomy and she underwent hysterectomy to remove the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain and dysmenorrhoea outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding and coital bleeding was resolving. The reporter considered abdominal pain, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted at date of removal (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2005: did not scar up properly according to x-rays; right side. Diagnostic results: on an unspecified date, x-ray,- did not scar up properly according to x-rays; right side. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), uterine perforation ('perforation (uterus)') and pelvic pain ('pelvic pain (stabbing)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin since 2005, bupropion hydrochloride (wellbutrin) since 2005, estradiol (estrogen) since 2005, fluoxetine hydrochloride (prozac) since 2005, hydroxyzine since 2005, lisinopril since 2005 and topiramate (topamax) since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dyspareunia ("painful intercourse/ dyspereunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain (stabbing)"), dysmenorrhoea ("painful menstrual cycles") and coital bleeding ("abnormal bleeding especially when having sex"). The patient was treated with surgery ((B)(6) 2016 ¿ hysterectomy and she underwent hysterectomy to remove the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain and dysmenorrhoea outcome was unknown and the pelvic pain, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding and coital bleeding was resolving. The reporter considered abdominal pain, coital bleeding, dysmenorrhoea, dyspareunia, fallopian tube perforation, heavy menstrual bleeding, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted at date of removal (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2005: did not scar up properly according to x-rays; right sid. Diagnostic results: on an unspecified date, x-ray,- did not scar up properly according to x-rays; right side. Most recent follow-up information incorporated above includes: on 8-jul-2021: mr received : reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (she underwent hysterectomy to remove the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.